Event description:
Allegedly, patient underwent revision surgery on right hip due to pain from underlying mechanical assisted crevice corrosion from modular, cobalt chrome right hip replacement with an elevated cobalt levels and evidence of pseudotumor on MRI and metallosis. The presence of a black residue predominantly at the neck body junction than the head neck junction was noticed. Non mpo products: zimmer biomet rb 50 mm acetabular component, 50/36 polyliner, 25 mm acetabular screw.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.